Manufacturer narrative:
The manufacturer previously received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's machine flow sensor needs replaced to address the issue. There was evidence of contamination. Additionally, the blower assembly, blower bellows, tubing-fi02, tubing- system board, tubing-blower chassis, tubing- low flow 02, and muffler assembly needs replaced due to contamination, which was not related to the malfunction/issue.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.